Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been about 2 weeks since the implant battery doesn't last long and doesn't seem to be holding up very well. Pt stated that they used to charge the implant every after 3 weeks but now, they started charging the implant more frequently than normal and the implant battery only lasts like a week without using the device most of the time now. Pt mentioned that the implant battery was charged 100% but one week later the implant battery was red, and their knee was hurting. Pt mentioned that they have been charging the implant for an hour, but they only got 30%. Agent had pt reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean connections. Pt mentioned that there was an 'absolutely tiny scuff mark on the paddle but nothing major'. Agent had pt start a recharging session and pt confirmed that the controller battery was 40% while implant was recharging 30% with excellent quality. Pt asked how long the implant battery lasts and agent reviewed information. Agent advised pt to continue to charge the implant until full. Pt will monitor the issue and will call back if the issue persists.